Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker lost three years for only few weeks after implant. Boston scientific technical services (ts) referred the patient to the physician for further discussion of device longevity and possible request for device analysis. The device remains in service. No adverse patient effects were reported.